Event description:
In 2001, the manufacturer's sales representative attended a case with the physician. Physician was asked to explant a dual lumen device. Interventional radiology stated that device catheter was cut. This conclusion was found after a dye study. No damage was done to the device catheter upon explant. The physician replaced the device.